Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate an unspecified number of samples exhibited poor barrier separation and the gel consistency was not always firm (could be gooey or stringy). There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-apr-2025. Investigation summary: bd received six samples and five photos for investigation. The returned samples were visually inspected with no issues identified. Visual evaluation of the returned photos showed the presence of poor barrier separation. The photos show the gel is on the sidewall of the tube after the tube was centrifuged but does not show incorrect gel consistency. Additionally, 60 retained samples were also visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. This complaint has not been confirmed for the indicated failure mode: additive abnormality(gel consistency issue). No definitive root cause could be established for the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate an unspecified number of samples exhibited poor barrier separation and the gel consistency was not always firm (could be gooey or stringy). There was no health impact or consequences reported.